Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6026864. A manufacturing review revealed no equipment, instrument, process, or surface could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing a 22 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system, the safety shield failed to activate leaving the needle exposed. There was no report of injury or medical intervention.